Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 27-jul-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. C266938) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), headache ("headache"), adnexa uteri pain ("ovarian pain") and fatigue ("constant fatigue"). The reporter provided no causality assessment for adnexa uteri pain, back pain, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 05-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. C266938-inv). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), headache ("headache"), adnexa uteri pain ("ovarian pain") and fatigue ("constant fatigue"). The patient was treated with unspecified non-drug therapy. No causality assessment was received for essure with regard to headache, adnexa uteri pain, fatigue or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Lot # c266938 no valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-aug-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. C266938-inv, c26938). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criterion intervention required), headache ("headache"), adnexa uteri pain ("ovarian pain"), fatigue ("constant fatigue"), malaise ("a malaise during the night "), alopecia ("inexplicable hair loss"), paraesthesia ("tingling in the lower and upper limb"), arthralgia ("joint pain"), migraine ("migraine"), heavy menstrual bleeding ("heavy and haemorrhagic menstrual period,"), eye pain ("pain in eyes"), skin irritation ("irritation of the scalp"), pain of skin ("sensitive scalp"), myalgia ("muscle pain"), dyspnoea ("shortness of breath") and insomnia ("insomnia/great difficulty sleeping"). The patient was treated with surgery (to remove essure) and unspecified non-drug therapy. At the time of the report, the fatigue and paraesthesia had resolved. The outcomes for back pain, headache, adnexa uteri pain, malaise, alopecia, arthralgia, migraine, heavy menstrual bleeding, eye pain, skin irritation, pain of skin, myalgia, dyspnoea and insomnia were unknown. No causality assessment was received for essure with regard to headache, adnexa uteri pain, fatigue, back pain, malaise, alopecia, paraesthesia, arthralgia, migraine, heavy menstrual bleeding, eye pain, skin irritation, pain of skin, myalgia, dyspnoea or insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Lot # c266938 no valid. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: new events malaise, hair loss, tingling in the lower and upper limb and joint pain, heavy and hemorrhagic menstrual period, irritation of the scalp, sensitive scalp, muscle pain, shortness of breath, insomnia, great difficulty sleeping added. Essure removal surgery, date updated. Event outcome and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) and (B)(4)) on 27-jul-2022. The most recent information was received on 31-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. C26938). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced back pain (seriousness criterion intervention required), headache ("headache"), adnexa uteri pain ("ovarian pain"), fatigue ("constant fatigue"), malaise ("a malaise during the night"), alopecia ("inexplicable hair loss"), paraesthesia ("tingling in the lower and upper limb"), arthralgia ("joint pain"), migraine ("migraine"), heavy menstrual bleeding ("heavy and haemorrhagic menstrual period,"), eye pain ("pain in eyes"), skin irritation ("irritation of the scalp"), pain of skin ("sensitive scalp"), myalgia ("muscle pain"), dyspnoea ("shortness of breath") and insomnia ("insomnia / great difficulty sleeping"). The patient was treated with surgery (to remove essure) and unspecified non-drug therapy. At the time of the report, the fatigue and paraesthesia had resolved. The outcomes for back pain, headache, adnexa uteri pain, malaise, alopecia, arthralgia, migraine, heavy menstrual bleeding, eye pain, skin irritation, pain of skin, myalgia, dyspnoea and insomnia were unknown. No causality assessment was received for essure with regard to headache, adnexa uteri pain, fatigue, back pain, malaise, alopecia, paraesthesia, arthralgia, migraine, heavy menstrual bleeding, eye pain, skin irritation, pain of skin, myalgia, dyspnoea or insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Lot # c266938 no valid. Batch no: c26938. Production date: 2014-02-19. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.